Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the very calcified, tortuous right coronary artery (rca). The lesion was predilated. A previously implanted stent existed in the lesion and a second stent was needed. The physician attempted to placed the 3.50x32 liberte bare metal stent, which became hung up on the calcium or the previously placed stent and was unable to cross the lesion. Upon removal the physician found the stent had dislodged in the body. The physician briefly visualized the stent and then lost it. The stent remains in the patient. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.